Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he was getting a spi to motor pic communication error alarm on the insulin pump. Customer was at home when the alarm occurred. Customer 's mother was advised that the pump will be replaced due to the alarm occurring twice.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No pic communication error alarm was noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.